Manufacturer narrative:
(B)(6). Device is a combination product. (B)(4). Stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found that proximal stent rows 4 and 7 were damaged and stent struts were lifted and pulled distally. The undamaged crimped stent od (outer diameter) was measured and was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and do not appear to have been subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube showed no damage. A visual and tactile examination of the outer and the inner lumen and mid-section found no issues with the shaft polymer extrusion. No other issues were identified during the product analysis. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2017. It was reported that crossing difficulties were encountered. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending (lad) artery. After pre-dilatation was performed with a 2.0 x 20mm non-bsc balloon catheter and a non-bsc stent was deployed, a 2.50 x 28 synergy drug-eluting stent was advanced to treat the lesion. However, the device failed to cross and damaged the strut of the previously deployed non-bsc stent. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.